Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2017 a blood glucose of 470mg/dl, with large ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated in the emergency room by their healthcare provider with intravenous fluids and other treatment. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 24-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2019 with the following findings:during investigation, the complaint regarding high blood glucose excursion adverse event was reported to occur on 07-oct-2018. According to the pump history the pump was in use until 04-nov-2018, therefore all history and b/box for time of complaint has been overwritten. The pump passed all required testing for delivery accuracy with no delivery defects found.the available total daily dose (tdd) shows the pump was delivering the programmed basal rate, tdd adds up correctly with basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.